Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and received an error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he inserted a new battery and the insulin pump still have no response. The customer reported that the insulin pump will not turn on. Troubleshooting was performed. The customer was advised to remove the battery for ten minutes. The insulin pump alarmed again, and the display remained blank. The customer was advised to replace the insulin pump and revert to back up plan. The insulin pump is expected to return for analysis.